Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: updated based on final receipt service history: the previous service event for part number 03.614.035 with lot number(s) 6562927 has been reviewed. The customer called in a service request for this item on 13-feb-2020 for failed in calibration. The item was previously returned for service on 26-feb-2016 due to end of service life. The previous service condition of end of service life is not relevant to the current complained issue of failed in calibration. The manufacture date of this item is 06-may-2011. The service history review is unconfirmed. Service & repair evaluation: the customer reported the device failed in calibration. The repair technician reported the device failed low and older than 3 years. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Visual inspection: 2nm torque limiting handle with quick coupling was received at us cq. Visual inspection performed at customer quality (cq) observed that the given device torque limiting handle was received intact with light surface wear. Functional testing: functional evaluation was performed by the technician and stated that the device fell below the low end of the allowable torque range on one of the 16 lobe tests (minpeak: 1.953 nm, maxpeak: 2.009 nm, average torque: 1.974 nm). Specified torque range of the device 2.05 nm - 2.45 nm. Document/specification review the following drawing(s) was reviewed; torque limiting handle quick coupling. No design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint condition is confirmed as the 2 nm torque limiting handle with quick coupling failed high and low in calibration test. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during testing at service and repair, the torque limiting handle failed in calibration. There was no patient involvement. This report is for one 2nm torque limiting handle with quick coupling. This is report 1 of 1 for (B)(4).